Event description:
Device 3 of 4. Reference MFR report: 1627487-2014-00113, 00114 and 00118. The patient (australia) is implanted with two dbs systems which includes two extensions from different lots. It was reported the patient's therapy was not working. In addition, at least one of the patient's ipgs had reportedly rotated. Upon the recommencement of therapy, high impedances were reportedly observed when stimulation was increased. Efforts to overcome the impedance issues via reprogramming were unsuccessful. Stimulation reportedly improved on the patient's right side, but the condition of the left side deteriorated. An x-ray was taken for further interrogation revealing lead pull out at the right extension header. Surgical intervention was undertaken on (B)(6) 2014 to address these issues. Following extensive intraoperative testing, the physician elected to replace the left extension. All device connections were restored during the procedure. The patient's stimulation was initiated during postoperative review and his condition has reportedly improved.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar for a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.